Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during peritoneal dialysis (pd) therapy the transfer set had "fluid flow with the twist clamp closed¿. Three days after the event, the patient was diagnosed with peritonitis. The cause of the fluid flow was not reported. Four days after the peritonitis diagnosis, the patient was hospitalized for the event. On an unreported date, the patient was treated with fortaxin and vancomycin (doses, routes, frequency and duration not reported) for the peritonitis. The patient outcome was reported as stable. On an unreported date, pd therapy was discontinued, and the pd catheter was removed. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection was performed and identified that the occluder feet were broken on the main body component. Unknown cleaning agents were observed inside the twist clamp area. Residue was tacky to the touch. During clamp function, the broken occluder feet allowed flow through the mini set with the twist clamp engaged. The reported issue was verified. The cause of the fluid flow was due to the broken occluder feet. The cause of the broken occluder feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted.